Event description:
Slow gas leak alarm sounded. Checked iabp to find a small amount of blood in the iabp catheter tubing. Within 5 minutes, the blood had filled the entire catheter. The iabp was placed on standby and the catheter was removed within 10 minutes. The catheter was found to have a hole in it.